Event description:
We received a report from the (B)(6) regarding gross contamination of IV tubing sets from ICU medical. We were advised to inspect all infusion sets, particularly drop chambers, for any signs of contamination. We have identified tubing with contamination in the drip chamber.